Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to us the device was removed due to "encapsulation". As reported to us, no device and/or device component(s) were removed or replaced. 5/12/97 - upon receipt of operative notes from the physician/surgeon, he stated,..."preoperative diagnosis: malfunctioning penile prosthesis. Operation: capsulotomy. The pt developed a dense capsule around the mechanism, making it impossible for him to manipulate the prosthesis. Procedure: using electrocautery, md cut down on the capsule and exposed the pump assembly. It was excised from the surrounding attachment to the capsule and the capsule was opened widely. A new puch was created in the scrotum. The pump assembly was translocated into this location.